Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 26feb2013 to present date 10dec2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6200165748 for out of specification/ error 133.6090, which does not correlate to the customer reported issue.

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement.